Manufacturer narrative:
The reported events of activation failure and premature separation were not confirmed. As received, a catheter was returned in one without the device attached. Visual inspection of the lead found that the release distal wire was bent consistent with procedural damage. Dimensional of the bullet diameter, distal wire diameter, protrusion length, and the offset were measured within the product specification. X-ray examination did not find any anomalies at the handle region or transition zone.

Event description:
It was reported that physician encountered right ventricular leadless pacemaker (lp) separation failure caused by a docking issue with the catheter during initial implant. The leadless pacemaker and catheter were both exchanged but the second delivery catheter could not change to tether mode and led to an unexpected release of the second lp. Successful implant of the second lp eventually occurred and patient had no consequences from the event.